Event description:
It was reported that while using bd phoenix¿ ast broth mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer reported that mold was growing in one ast broth tube."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-05 investigation summary this complaint is for contamination of phoenix ast broth ((B)(4)) batch 0163162. Customer provided 4 photos for investigation. The photos show white foreign matter within the broth. The customer also provided the sample for analysis. The sample was submitted to qc for identification. Qc identified it as mold, however was unable to get the isolate to grow so no further ID was possible. Based on the photos and sample provided, this complaint has been confirmed. A review of quality notifications on the complaint batch revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints for this batch, but none due to this defect. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect and take action as required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ast broth mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer reported that mold was growing in one ast broth tube."